Event description:
Bed exit will not alert at end of communication cable intermittently, this was found during pm cycle. No injury was reported.

Manufacturer narrative:
Cause: loose connector. Repair description: found loose connector on utv pcb coming from right side rail connector on utv pcb, replaced utv pcb. Conducted a function test. Unit functioned as designed at this time. Returned unit to service.